Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis with a blood glucose reading of 591 mg/dl. Troubleshooting was performed and found that the insulin pump's basal rate was set to 0.0. The customer stated that this was a replacement insulin pump and he programmed the basal rates on his own. Assisted the customer with the correct basal rate settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.